Event description:
The customer reported a ventilator 1122 error code indicating a high blower temperature. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/28/2022 & 08/08/2022 to several customer contacts, however, yielded no response from either customer contact. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.